Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a pump case seal leak was found during testing. The pump cover was removed to inspect internal components. Moisture corrosion was visible in the pump compartment. A dim pink display screen is found. Open the pump cover to take away a bad display screen to complete a test with a new good display screen. The good display screen is showing a strong contrast and clear text. The keypad was found to be worn. (B)(6).